Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the site's stealth system went black after being powered on and left in a room. It was then stated that they were unable to power the system down. The equipment tech tested the system and was unable to replicate the issue initially reported. The system was rebooted numerous times and functioned normally. There was no patient present when this issue was identified.